Event description:
It was reported that during a shoulder arthroscopy, an extravasation took place. According to the surgeon's dictated operative note; "the shoulder blew-up, and a fasciotomy of the deltoid was accomplished". The surgeon stated that, he did perform a minor fasciotomy, but does not consider it to be of concern. The surgeon also stated that the patient's recovery from the procedure has not been affected by the fasciotomy.

Manufacturer narrative:
When received, the service technician evaluated the pump per manufacture's procedure, and was unable to duplicate or find any issue that would have led to the reported problem. The pump functioned properly, with no fluctuation in pressure or flow. His device was manufactured on 10/03/1995, and is 16 years old. Also, the last date of service for this device was on 04/20/2011. The product manual recommends a 12 month preventive maintenance schedule. The product manual warns: do not allow controller (pump) to run unattended. Patient safety requires the irrigation controller (pump) to be continuously monitored during operation. Synovial injury may warrant lower intra-articular pressure and distention, as well as, more frequent visual examination. Accurate cannula placement is essential to avoid extravasation of fluids. Placement of the cannula should be verified to ensure distal end is within joint capsule. Avoid abrupt changes in joint position, which may result in high intra-articular pressure spikes. Closely monitor patient during and after operative procedure for signs of complications resulting from excess fluid absorption.